Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2017 and absorbable suture clip was used. During the procedure, the clip would not fit onto the suture. It is unknown whether the clip scissored or didn't form properly. It is also unknown what type of suture the clip was being applied to. The procedure was completed using a like device. There were no adverse patient consequences reported. No additional information is available.